Manufacturer narrative:
The ccc remotely checked the centralink system, which is configured to keep data for 60 days for samples that have been in the "uploaded" state, after which they are purged. The customer mentioned requests appending to specimens in use from 2015 and 2016, which should not have been in the database. Ccc reviewed the data and did not find samples from 2015. However, ccc found (B)(4) samples from 01/01/2016 - 31/10/2016 in various states, mainly in "uploaded", that have not been cleared from the database, and manually removed them. The customer was advised not to re-use specimen numbers if they exist in the centralink database, as it would cause various problems and potential crossing over of patients. A siemens headquarters support center (hsc) specialist has reviewed the customer's centralink configuration and work flow with the local team, and it was determined that the customer periodically reuses bar code numbers (sample ids) that are pre-ordered in the event of a need to have a patient run before the normal sample ordering process can be run. Hsc has concluded the issue to be a user error. Per centralink version 14 operators guide ID 084d0005-07, page 27: customers are to ensure unique sample ids are used for each sample. Customer was re-educated on the unique sample ID requirement. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a centralink data management system, recycled old specimen numbers, causing the results previously associated with the specimen numbers to appear instead of current testing results for the specimens. A siemens customer care center (ccc) specialist worked with the customer to identify the problem haematology samples, which the operator manually rectified. There are no reports of patient intervention or adverse health consequences due to the incorrect results being associated with specimen identifications.